Event description:
It was reported that during an unknown procedure, we were advised we had a device fail during a case. The reported issue was that the device would not open to be reloaded. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. I was able to obtain some information on the device. The first firing went fine. Device open on tissue as expected. Device was closed to remove from patient. It was on the back field that the device would not open to reload the device. Therefore, there were no adverse patient consequences. There was a white reload in the device.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with one ecr60w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted.